Event description:
A medtronic rep reported that the treon navigation system would intermittently stop tracking all instruments. The user switched to another treon navigation system and continued the surgery with no harm to the pt.

Manufacturer narrative:
A replacement pci card for the stealthstation computer was sent to the site. Replacing the pci card resolved the issue. System is now fully functional.